Event description:
It was reported that the right atrial lead exhibited noise when the patient pressed his hands together. The patient was asymptomatic. The lead was explanted and replaced. The patient would be monitored.

Manufacturer narrative:
(B)(4).